Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(6). Device returned to (B)(6).

Event description:
Information was received that a revision procedure was performed on (B)(6) 2017 for an unknown reason. As per the reporter during service it was identified that the rod failed to distract as the drive pin had snapped.